Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5073782) on 22-dec-2017. The most recent information was received on 02-jan-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain"), uterine polyp ("endometrial polyp"), basedow's disease ("graves disease with hyperthyroidism"), hypothyroidism ("hypothyroidism with hashimotos"), autoimmune thyroiditis ("hypothyroidism with hashimotos"), sleep apnoea syndrome ("serious obstructive sleep apnea") and type 2 diabetes mellitus ("type 2 diabetes") in a female patient who had essure (ess205) (batch no. 623647) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocortisone acetate (anusol hc) for hemorrhoids as well as ibuprofen, levothyroxine sodium (synthroid), metformin, metoprolol, sertraline (zoloft), tilactase (lactase) and valsartan (diovan). On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine polyp (seriousness criteria disability and medically significant), basedow's disease (seriousness criteria disability and medically significant), hypothyroidism (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), sleep apnoea syndrome (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), fatigue ("chronic fatigue"), allergy to metals ("metal allergies"), hypertension ("hypertension"), uterine leiomyoma ("fibroids"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (fallopian tubes removal) and surgery (endometrial polyp removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, hypothyroidism, autoimmune thyroiditis, sleep apnoea syndrome, type 2 diabetes mellitus, fatigue, allergy to metals, hypertension, uterine leiomyoma and anxiety had not resolved, the uterine polyp was resolving and the depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, autoimmune thyroiditis, basedow's disease, depression, fatigue, hypertension, hypothyroidism, pelvic pain, sleep apnoea syndrome, type 2 diabetes mellitus, uterine leiomyoma and uterine polyp with essure (ess205). The reporter commented: the patient was out of work for 6 months by her employer. She mentioned disability/permanent damage, required intervention as seriousness criteria. Most recent follow-up information incorporated above includes: on 2-jan-2018: coding request done: event hypothyroidism with hashimotos was splitted with pts: hypothyroidism and hashimotos. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5073782) on 22-dec-2017. The most recent information was received on 11-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device uterus, found in myometrium"), pelvic pain ("pelvic pain, front to back"), uterine polyp ("endometrial polyp"), genital haemorrhage ("abnormal bleeding (general)"), basedow's disease ("graves disease with hyperthyroidism"), hypothyroidism ("hypothyroidism with hashimotos"), autoimmune thyroiditis ("hypothyroidism with hashimotos"), sleep apnoea syndrome ("serious obstructive sleep apnea"), type 2 diabetes mellitus ("type 2 diabetes") and inflammatory bowel disease ("gastrointestinal or digestive system condition ¿ inflammatory bowel disease") in a 34-year-old female patient who had essure (ess205) (batch no: 623647) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sleep apnea, malaise, sleep disorder, weight loss, major depression, vaginal discomfort, mood disorder, abdominal pain, ovarian cyst, gastroenteritis, myalgia, myositis, numbness in face, irregular menstruation, sinus tachycardia, uterine bleeding and hemorrhoids. Denies chest pain. On and unknown date, after implantation of essure plaintiff had an hsg test. Concomitant products included hydrocortisone acetate for hemorrhoids as well as ibuprofen, levothyroxine sodium (synthroid), metformin, metoprolol, sertraline hydrochloride (zoloft), tilactase (lactase) and valsartan (diovan). On an unknown date, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and sensitive skin ("rashes or skin conditions ¿ skin sensitivity to some metals;") and was found to have weight increased ("weight gain, weight goes up and down"). In 2010, the patient experienced inflammatory bowel disease (seriousness criterion medically significant), fatigue ("chronic fatigue"), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced depression ("depression/ depressed"), anxiety ("anxiety/ anxious") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced hypertension ("hypertension") and vision blurred ("vision/eye problems ¿ occasional blurred vision"). In june 2015, the patient experienced hypothyroidism (seriousness criterion medically significant). In 2016, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criteria disability and medically significant), basedow's disease (seriousness criteria disability and medically significant), autoimmune thyroiditis (seriousness criterion medically significant), sleep apnoea syndrome (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), allergy to metals ("metal allergies"), menorrhagia ("menorrhagia"), pollakiuria ("frequent bathroom trips"), alopecia ("hair loss"), feeling abnormal ("brain fog") and pain in extremity ("leg pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with rai (radioactive iodine) treatment and surgery (on (B)(6) 2017 patient underwent bilateral salpingectomy, endometrial polyp removed on (B)(6) 2017 and laparoscopic removal of essure, bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the device expulsion, genital haemorrhage, inflammatory bowel disease, depression, female sexual dysfunction, dyspareunia, pollakiuria, alopecia, migraine, headache, nausea, feeling abnormal, sensitive skin, vaginal discharge, vision blurred, weight increased and pain in extremity outcome was unknown, the pelvic pain, basedow's disease, hypothyroidism, autoimmune thyroiditis, sleep apnoea syndrome, type 2 diabetes mellitus, fatigue, allergy to metals, hypertension, uterine leiomyoma, anxiety, dysmenorrhoea and menorrhagia had not resolved and the uterine polyp was resolving. The reporter provided no causality assessment for allergy to metals, anxiety, autoimmune thyroiditis, basedow's disease, depression, fatigue, hypertension, hypothyroidism, sleep apnoea syndrome, type 2 diabetes mellitus, uterine leiomyoma and uterine polyp with essure (ess205). The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, inflammatory bowel disease, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, sensitive skin, vaginal discharge, vision blurred and weight increased to be related to essure (ess205). The reporter commented: the patient was out of work for 6 months by her employer. She mentioned disability/permanent damage, required intervention as seriousness criteria. Over the next several months and years, plaintiff sought treatment on multiple occasions for the symptoms current weight: 287 lbs. Plaintiff was required to undergo fractional dilatation curettage and hysteroscopy with hysteroscopic polypectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 130.159 kgs. Patient's approximate weight at time of essure placement: 276 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; fatigue, headaches,grave¿s disease, pelvic pain, rash, hypertension, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs and mr received : new events " abnormal bleeding (general), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue,ibs, frequent bathroom trips; hair loss, migraines/headaches, migration of essure device uterus; nausea, brain fog, pain, skin sensitivity to some metals; vaginal discharge, occasional blurred vision; weight gain, leg pain, she did not undergo essure confirmation test" were added. Patient details updated. Batch lot number added. Reporter information updated, new reporter added, medical history and patient information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5073782) on 22-dec-2017. The most recent information was received on 04-jul-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine polyp ("endometrial polyp"), basedow's disease ("graves disease with hyperthyroidism"), hypothyroidism ("hypothyroidism with hashimotos"), autoimmune thyroiditis ("hypothyroidism with hashimotos"), sleep apnoea syndrome ("serious obstructive sleep apnea") and type 2 diabetes mellitus ("type 2 diabetes") in a female patient who had essure (ess205) (batch no. 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocortisone acetate (anusol hc) for hemorrhoids as well as ibuprofen, levothyroxine sodium (synthroid), metformin, metoprolol, sertraline (zoloft), tilactase (lactase) and valsartan (diovan). On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine polyp (seriousness criteria disability and medically significant), basedow's disease (seriousness criteria disability and medically significant), hypothyroidism (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), sleep apnoea syndrome (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), fatigue ("chronic fatigue"), allergy to metals ("metal allergies"), hypertension ("hypertension"), uterine leiomyoma ("fibroids"), depression ("depression/ depressed"), anxiety ("anxiety/ anxious"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic removal of essure, bilateral salpingectomy) and surgery (endometrial polyp removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, hypothyroidism, autoimmune thyroiditis, sleep apnoea syndrome, type 2 diabetes mellitus, fatigue, allergy to metals, hypertension, uterine leiomyoma, anxiety, dysmenorrhoea and menorrhagia had not resolved, the uterine polyp was resolving and the depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, autoimmune thyroiditis, basedow's disease, depression, fatigue, hypertension, hypothyroidism, sleep apnoea syndrome, type 2 diabetes mellitus, uterine leiomyoma and uterine polyp with essure (ess205). The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: the patient was out of work for 6 months by her employer. She mentioned disability/permanent damage, required intervention as seriousness criteria. Over the next several months and years, plaintiff sought treatment on multiple occasions for the symptoms plaintiff was required to undergo fractional dilatation curettage and hysteroscopy with hysteroscopic polypectomy. Diagnostic results: on and unknown date, after implantation of essure plaintiff had an hsg test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5073782) on 22-dec-2017. The most recent information was received on 12-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine polyp ("endometrial polyp"), basedow's disease ("graves disease with hyperthyroidism"), hypothyroidism ("hypothyroidism with hashimotos"), autoimmune thyroiditis ("hypothyroidism with hashimotos"), sleep apnoea syndrome ("serious obstructive sleep apnea") and type 2 diabetes mellitus ("type 2 diabetes") in a female patient who had essure (ess205) (batch no. 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocortisone acetate (anusol hc) for hemorrhoids as well as ibuprofen, levothyroxine sodium (synthroid), metformin, metoprolol, sertraline (zoloft), tilactase (lactase) and valsartan (diovan). On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine polyp (seriousness criteria disability and medically significant), basedow's disease (seriousness criteria disability and medically significant), hypothyroidism (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), sleep apnoea syndrome (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), fatigue ("chronic fatigue"), allergy to metals ("metal allergies"), hypertension ("hypertension"), uterine leiomyoma ("fibroids"), depression ("depression/ depressed"), anxiety ("anxiety/ anxious"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic removal of essure, bilateral salpingectomy) and surgery (endometrial polyp removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, hypothyroidism, autoimmune thyroiditis, sleep apnoea syndrome, type 2 diabetes mellitus, fatigue, allergy to metals, hypertension, uterine leiomyoma, anxiety, dysmenorrhoea and menorrhagia had not resolved, the uterine polyp was resolving and the depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, autoimmune thyroiditis, basedow's disease, depression, fatigue, hypertension, hypothyroidism, pelvic pain, sleep apnoea syndrome, type 2 diabetes mellitus, uterine leiomyoma and uterine polyp with essure (ess205). The reporter considered dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: the patient was out of work for 6 months by her employer. She mentioned disability/permanent damage, required intervention as seriousness criteria. Over the next several months and years, plaintiff sought treatment on multiple occasions for the symptoms plaintiff was required to undergo fractional dilatation curettage and hysteroscopy with hysteroscopic polypectomy. Diagnostic results: on and unknown date, after implantation of essure plaintiff had an hsg test most recent follow-up information incorporated above includes: on 12-mar-2018: legal claim received. New reporters added. Indication (birth control) was added. Insertion date was updated from (B)(6) 2008. Events dysmenorrhea and menorrhagia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5073782) on 22-dec-2017. The most recent information was received on 02-jan-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain"), uterine polyp ("endometrial polyp"), basedow's disease ("graves disease with hyperthyroidism"), hypothyroidism ("hypothyroidism with hashimotos"), autoimmune thyroiditis ("hypothyroidism with hashimotos"), sleep apnoea syndrome ("serious obstructive sleep apnea") and type 2 diabetes mellitus ("type 2 diabetes") in a female patient who had essure (ess205) (batch no. 623647) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocortisone acetate (anusol hc) for hemorrhoids as well as ibuprofen, levothyroxine sodium (synthroid), metformin, metoprolol, sertraline (zoloft), tilactase (lactase) and valsartan (diovan). On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine polyp (seriousness criteria disability and medically significant), basedow's disease (seriousness criteria disability and medically significant), hypothyroidism (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), sleep apnoea syndrome (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), fatigue ("chronic fatigue"), allergy to metals ("metal allergies"), hypertension ("hypertension"), uterine leiomyoma ("fibroids"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (fallopian tubes removal) and surgery (endometrial polyp removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, hypothyroidism, autoimmune thyroiditis, sleep apnoea syndrome, type 2 diabetes mellitus, fatigue, allergy to metals, hypertension, uterine leiomyoma and anxiety had not resolved, the uterine polyp was resolving and the depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, autoimmune thyroiditis, basedow's disease, depression, fatigue, hypertension, hypothyroidism, pelvic pain, sleep apnoea syndrome, type 2 diabetes mellitus, uterine leiomyoma and uterine polyp with essure (ess205). The reporter commented: the patient was out of work for 6 months by her employer. She mentioned disability/ permanent damage, required intervention as seriousness criteria. Most recent follow-up information incorporated above includes: on 02-jan-2018: coding request done: event hypothyroidism with hashimotos was splitted with pts: hypothyroidism and hashimotos. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.